Manufacturer narrative:
At the time of this report, the complaint has not yet been confirmed. The codman 3000 low flow pump is indicated for treatment of pain and spasticity. Upon review of the device tracking records, the patient's physician was identified to no longer be in practice. Attempts to obtain follow up information from the patient have been unsuccessful at this time. If further information is received, it will be filed in a supplemental report.

Event description:
Patient returned device tracking card stating "pump malfunctioned and I was forced to stop using it. Pump is still implanted."